Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Manufacturer report reference number: 3006705815-2020-00779. It was reported that the patient had high impedances. Due to this issue, the patient had a lead revision in which both leads were explanted and replaced. Effective stimulation was established post operation.